Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.

Event description:
It was reported that the patient was not getting relief anymore from the pump and a critical pump alarm was sounding. The next day, the patient was seen by the hcp. The pump was interrogated and revealed that the rotor had stopped. The pump was reprogrammed and an attempt was made to restart the pump, but the pump would not restart. A rotor study was done in 2007 and showed that the rotor did not move. The patient was given unspecified oral medications and was doing better. The pump was replaced and the patient was doing "good".